Manufacturer narrative:
The explanted evoke spinal cord stimulation (scs) system was discarded by the hospital. The cause of the infection could not be determined, scs system was explanted to resolve the infection. Infection that may require hospitalization with intravenous antibiotic therapy and surgery (including revision, explant, and replacement) is listed as a potential risk in the manufacturer's instruction for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing a fever and fluid discharge from their incision site. The patient was prescribed antibiotics to resolve the reported symptoms which was unsuccessful. The scs system was explanted.